Event description:
Upon review by the investigation unit, it was determined that the lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.